Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for a penumbra port-market retrospective study (pics). The info available regarding this event is limited to the procedural reports provided by the hospital.

Event description:
The pt presented to hospital on (B)(6) 2010 with occlusion of the right ica at the origin and a baseline (B)(4) of 19. After receiving IV tpa and a slow infusion of 6 mg ia tpa, the pt was treated with the penumbra system 054. The pt developed a brain hematoma. The hematoma was determined by the pi, dr (B)(6), to be of "possible but not certain" relationship to the study device and angiographic procedure. The event was determined to be severe and was unresolved. Below is taken from an email sent by dr (B)(6) regarding the event: "brain hematoma also not likely due to the device but rather due to tpa. Cannot exclude fact that reperfusion with penumbra and tpa combo were synergistic in etiology of hematoma, so possible but not certain." A noncontrast CT on (B)(6) 2010 showed development of mass effect and midline shift and the pt subsequently expired on (B)(6) 2010.